Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the active network cat5 plugged into the auxiliary port. A field service engineer, powered off and reseated cables also moved active cat5 to the network port to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system not communicating and patient not showing and not detected on the bus. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.